Event description:
It was reported that the clinician initiated an infusion of propofol 1000mg/100ml on (B)(6) 2021 at approximately 0615 at a rate of 20 mcg/kg/min (9.9 ml/hr as the patient's weight was (B)(6) kg). Each time the pump module door was opened (to change into a new bag/bottle hung- it's a glass bottle so the clinician has to "take the tubing out to pop a new bottle on, need to flip it over"), the device alarmed "safety clamp open/close door" alarm. The clinician continued to use pump module and pcu. At 2048, the user changed the container again and encountered the same alarm. At 2055, the infusion stopped as entire contents of container had infused. Propofol did infuse faster than expected as it was a new bottle (100 ml) and 100 ml infused before caught. Due to the event, the patient required administration of vasopressors (levophed and vasopressin). Since the clinician had been receiving the alerts each time the door was opened, it is perceived the clinician may not have closed the primary roller clamp. After this incident, the clinician continued to use the same device on patient until (B)(6) 2021. The device was then cleaned and redistributed, but was not used again per biomed personnel. The hospital's pharmacist personally went to biomed to check condition of the sear and door latch. The pump module was placed on pcu with test tubing and mock infusion was initiated without alarms. There was patient involvement and as a result of the event, patient's blood pressure decreased but recovered. It was then reported that the patient expired on (B)(6) 2021 due to complications related to covid-19. According to the physician provider, the cause of death was covid pneumonia with acute respiratory distress syndrome.

Event description:
It was reported that the clinician initiated an infusion of propofol 1000mg/100ml on 13aug2021 at approximately 0615 at a rate of 20 mcg/kg/min (9.9 ml/hr as the patient's weight was 82.7 kg). Each time the pump module door was opened (to change into a new bag/bottle hung- it's a glass bottle so the clinician has to "take the tubing out to pop a new bottle on, need to flip it over"), the device alarmed "safety clamp open/close door" alarm. The clinician continued to use pump module and pcu. At 2048, the user changed the container again and encountered the same alarm. At 2055, the infusion stopped as entire contents of container had infused. Propofol did infuse faster than expected as it was a new bottle (100 ml) and 100 ml infused before caught. Due to the event, the patient required administration of vasopressors (levophed and vasopressin). Since the clinician had been receiving the alerts each time the door was opened, it is perceived the clinician may not have closed the primary roller clamp. After this incident, the clinician continued to use the same device on patient until 17aug2021. The device was then cleaned and redistributed, but was not used again per biomed personnel. The hospital's pharmacist personally went to biomed to check condition of the sear and door latch. The pump module was placed on pcu with test tubing and mock infusion was initiated without alarms. There was patient involvement and as a result of the event, patient's blood pressure decreased but recovered. It was then reported that the patient expired on 17aug2021 due to complications related to covid-19. According to the physician provider, the cause of death was covid pneumonia with acute respiratory distress syndrome. Death was not contributed to the bd device.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. No devices received, log review only.

Event description:
It was reported that the clinician initiated an infusion of propofol 1000mg/100ml on (B)(6) 2021 at approximately 0615 at a rate of 20 mcg/kg/min (9.9 ml/hr as the patient's weight was (B)(6). Each time the pump module door was opened (to change into a new bag/bottle hung- it's a glass bottle so the clinician has to "take the tubing out to pop a new bottle on, need to flip it over"), the device alarmed "safety clamp open/close door" alarm. The clinician continued to use pump module and pcu. At 2048, the user changed the container again and encountered the same alarm. At 2055, the infusion stopped as entire contents of container had infused. Propofol did infuse faster than expected as it was a new bottle (100 ml) and 100 ml infused before caught. Due to the event, the patient required administration of vasopressors (levophed and vasopressin). Since the clinician had been receiving the alerts each time the door was opened, it is perceived the clinician may not have closed the primary roller clamp. After this incident, the clinician continued to use the same device on patient until (B)(6) 2021. The device was then cleaned and redistributed, but was not used again per biomed personnel. The hospital's pharmacist personally went to biomed to check condition of the sear and door latch. The pump module was placed on pcu with test tubing and mock infusion was initiated without alarms. There was patient involvement and as a result of the event, patient's blood pressure decreased but recovered. It was then reported that the patient expired on (B)(6) 2021 due to complications related to covid-19. According to the physician provider, the cause of death was covid pneumonia with acute respiratory distress syndrome. Death was not contributed to the bd device.